Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garments were too tight, causing the breasts to become sore. The there was no alleged device malfunction contributing to the irritation. The patient's nurse requested that the patient be remeasured and issued replacement garments. The patient was remeasured and issued replacement garments. Follow up indicated that the skin irritation improved upon using new garments.